Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the contrast, up, down and ok buttons were under-responsive to user presses. In addition, the reporter alleged moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2016 with the following findings: investigation revealed an intact and undamaged keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination or moisture was found underneath. There was no moisture in the cartridge compartment; however, there was moisture visible through the display lens. A leak test failed due to a crack at the top right corner in between the display lens and the pump seal. When the pump was opened up for further inspection, moisture was found on the keypad flex connector.